Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
Surgeons have raised concerns regarding small black particles being deposited in the eye when using the rycoft cannula. These black deposits were reportedly still present in the eye during follow-up appointments. No information about any adverse consequences has been reported. Despite additional efforts to gather more details about the situation, including any medical interventions that may have been performed, we were unable to obtain further information. We decided to report this complaint to competent authorities as foreign particles when left in the eye and unattended may become a source of adverse consequences.

Manufacturer narrative:
A complaint was raised by surgeons regarding the observation of small black particles deposited in the eye during the use of the rycoft cannula. The issue was described as "contamination" of the device. Multiple attempts were made to contact the customer for additional details regarding the nature of the particles, their potential health impact, and any further documentation (e.g., photos or physical samples). Unfortunately, no additional information was received . A thorough review of the device history record (DHR) for the relevant lot was performed. No evidence was found linking the failure mode "contamination" to any anomalies or deviations in manufacturing. The required elements of the DHR were all properly filled, with accurate signatures and dates, and all inspections were passed, indicating compliance with standard manufacturing processes. Bvi quality assurance reviewed internal procedures and training records to ensure compliance with the required processes for manufacturing and inspection. No discrepancies or deviations were found in these records. Based on the available evidence, no root cause could be conclusively identified. The absence of pictures or physical samples made it challenging to further investigate the nature of the contamination. Additionally, there were no further reports or complaints in the complaint database related to similar issues. In summary and despite an investigation performed, the root cause of the contamination could not be identified. The available evidence did not indicate any manufacturing-related failure. Given the absence of further complaints or health consequences reported, no additional actions or corrective measures are required at this time. Bvi will continue to monitor any feedback from our customers and take appropriate action if an unfavourable trend is observed.